Event description:
Reportedly, there is a hole in one leaflet of a 23mm valve. Per customer follow up, they thought that in order to locate the hole, the valve required to be placed in liquid. However, but the customer did nothing in order to not change the valve.

Manufacturer narrative:
Evaluation summary: customer report of hole on the leaflet could not be confirmed. As received, all 3 leaflets appeared dehydrated. No holes were observed on any of the leaflets. Holder was still attached to the valve. No visible inconsistencies observed on xray. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed for this device and there were no nonconformances related to this event. The product evaluation was unable to confirm the customer's claim of a hole in one of the leaflets. The valve was dehydrated making it impossible to evaluate coaptation of the leaflets. The product instructions for use provides the following instructions for return of valves for evaluation: "the explanted valves should be placed into a suitable histological fixative such as 10% formalin or 2% glutaraldehyde and returned to the company." The product instructions for use also provides the following statement: caution: because of the intense temperature and lighting conditions in the operating field, the bioprosthesis should be irrigated frequently (every 1 to 2 minutes is recommended) on both sides with sterile physiological saline to keep the valve moist during the implant procedure. This device was not used in a patient, therefore, no echo is available to demonstrate the valve in vivo. With the available information, we are unable to determine the root cause for the customer's claim.

Manufacturer narrative:
Model number: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not received. Device was not used, there was no contact with the patient. A different model device was implanted. This device is to be returned for evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.